Event description:
Pt was scanned with sense body coil. After the examination a second degree burn with blister size over 1 cm was found on the left elbow.

Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.